Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon was pounding the spike arm into the tibia when the long pin sheared off. The pin was retrieved and surgery was completed.